Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Customer resolved the issue by changing the infusion set and cartridge and resuming insulin.